Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the pinch clamp broken during used on the patient." The patient was reported as fine.

Event description:
It was reported that: "(B)(6) 2024, the doctor found the pinch clamp broken during used on the patient." The patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 24 may 2024, should be retracted.